Event description:
Information was received from a consumer (con), manufacturer's representative (rep), and a healthcare professional (hcp) regarding a patient receiving 5 mg/ml dilaudid at a dose of 1 mg/day and 5 mg/ml bupivacaine at a dose of 1 mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient saw a code of 8474 on their personal therapy manager (ptm) programmer. The patient saw the code on the ptm after she dropped the ptm on the floor. The rep verified that dropping the ptm would not give a random a code. The patient reported being in pain on (B)(6) 2017 and not hearing an alarm. The rep reported that the patient was not hearing the alarms but they thought the alarm was working, it was just very quiet and not audible to the patient. The alarm state was confirmed by telemetry. Low battery reset had occurred on (B)(6) 2017. The patient went into the hcp's office on (B)(6) 2017 and the pump was interrogated. The logs showed low battery reset had occurred. The hcp reprogrammed the pump and informed the patient that it could reset at any time and initiated the referral process to surgeon for pump replacement. Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the cause of the low battery reset had not been determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that the pump motor gear train had corrosion/wear/lubrication and that there was a motor stall due to shaft bearing. Analysis also found that there was high resistance in the pump battery. (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a healthcare professional (hcp) on 2017-may-15. It was reported that the pump was explanted on (B)(6) 2017 due to the end of useful life.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that the patient's pump was to be replaced on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.